Manufacturer narrative:
The impella device was not received from the customer as the customer reported it has been discarded. Therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During impella cp support it was reported that the patient experienced no flow to the right leg, above where the impella cp was inserted. It was also reported the same day, that there was an alarm for impella in aorta. Impella position was confirmed with imaging. As a result of the lack of flow down the leg, the impella cp was weaned and removed.

Manufacturer narrative:
B1: added product problem. This was omitted in error from follow up #1. D3: corrected date of event per additional information. H6: added code based on the results of the investigation. Additional information: the following information was obtained: the impella was explanted via vascular removal/surgical wound closure. Device in wrong position, device repositioning. Impella in aorta alarm. Advanced impella 3cm last night from 87cm to 90cm. Investigation summary: the device was not returned for evaluation. Access site adverse event (major bleed): the cause of the access site adverse event issue was not determined since product was not returned and sufficient clinical information was not provided. Clinical symptoms (ischemia): in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Product complaint # (B)(4). B5 is being updated to include related device information not included in the initial report. The revised b5 provides a complete event narrative. H6. Health effect: clinical code, hemorrhage/bleeding was added for the surgical closure for the impella access site. H6. Medical device problem code false alarm was previously reported and has been removed; malposition code has been added. Upon internal review, it was determined that the alarm was a true alarm that was caused by malposition of the device. The device was subsequently repositioned.